Event description:
It was reported that the patient was experiencing issues to operate his inflatable penile prothesis (ipp) and healing issues with the incision. A possible surgery has been scheduled to attend the patient's claim. Limited information is available since this case is being handled by legal. Additional information will be provided as it becomes available. Additional information received. The patient experienced dissatisfaction with the erection obtained with an inflatable penile prosthesis (ipp). A replacement surgery was performed. During the procedure, the device was tested and it functioned properly. The physician decided to re-dilate and re-measure. The measurements of the corpora were shorter than the ones obtained during the original surgery. New ipp cylinders and pump were implanted, these downsized the total length of the implant from 21 cm to 18 cm while the original reservoir remained implanted. Patient status was said to be unknown.

Event description:
It was reported that the patient was experiencing issues to operate his inflatable penile prothesis (ipp) and healing issues with the incision. A possible surgery has been scheduled to attend the patient's claim. Limited information is available since this case is being handled by legal. Additional information will be provided as it becomes available.

Event description:
It was reported that the patient was experiencing issues to operate his inflatable penile prothesis (ipp) and healing issues with the incision. A possible surgery has been scheduled to attend the patient's claim. Limited information is available since this case is being handled by legal. Additional information will be provided as it becomes available.